Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, wear abrasion, crease fold, part of the shell is missing, underweight, stress mark. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is: a crease smooth broken on posterior assessed as fold flaw opening. A crease sharp broken on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.